Manufacturer narrative:
The insulin pump was passed self test. There was no missing segments or partial display noted. The insulin pump was received with minor scratched display window.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose level was 59 mg/dl. Customer sated that the display began to show partial blood glucose readings. Customer ate to increase their blood glucose level. Customer inserted an (B)(6) aaa alkaline battery into the pump but the display did not return to normal. Pump was not bumped or dropped. Customer refused troubleshooting for low blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.